Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that prior to a stent placement procedure through the left iliac, the stent allegedly came off the balloon and was caught inside the green stent guard. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned. The stent was returned separate to the device lodged 17mm from one end of the sleeve. The lifestream balloon had not been inflated. The pleats, folds and stent crimp indentations present. The result of the investigation is confirmed for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications, sample evaluation and images reviews. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not use if packaging/pouch is damaged. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Store in a cool and dry place. Keep away from sunlight. H10: d4 (expiry date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent placement procedure through the left iliac, the stent allegedly came off the balloon and was caught inside the green stent guard. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned. The stent was returned separate to the device lodged 17mm from one end of the sleeve. The lifestream balloon had not been inflated. The pleats, folds and stent crimp indentations present. The result of the investigation is confirmed for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications, sample evaluation and images reviews. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not use if packaging/pouch is damaged. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Store in a cool and dry place. Keep away from sunlight. H10: d4 (expiry date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent placement procedure through the left iliac, the stent allegedly came off the balloon and was caught inside the green stent guard. The procedure was completed using another device. There was no reported patient injury.